Event description:
Patient husband reports pump is alerting with system timeout issue. Explained that this means the internal lithium battery is empty, and pump will have to be switched out. Medication was not drawn up, and is out of fridge intact in vials. 1- patient will administer infusion as soon as new pump is received, today's infusion will be delayed. 2- no adverse event was experienced due to pump failure. 3- malfunctioning pump is available for return. 4- curlin serial number (B)(6).